Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage and breakage during use.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7324086. Our records show the reported lot was manufactured from 12/29/2017-01/05/2018, and determined that this is the only instance of a broken catheter occurring in this batch of pegasus catheters. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during our review of the sample submitted, our quality engineers noted that the damaged edge of the catheter was flat and smooth; these are key characteristics that indicate the catheter by pulled apart by external forces. Unfortunately based on these findings, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage and breakage during use.